Manufacturer narrative:
The kit and photos were returned for analysis. Examination of the returned kit showed some dried blood around the system pressure dome and on the pump tubing organizer (pto). The pto, system pressure dome and the 3 lines of the drive tube were pressure tested and no sign of a leak was found during testing. The returned kit was visually inspected and a blood leak was confirmed. However, there were no slits, crack or holes on the pressure dome assembly. The root cause for the blood leak at the pressure dome could not be determined. A material trace for the pressure dome used to build the complaint lot did not find any non-conformances. No manufacturing related defects were confirmed during the evaluation. Based on the analysis, no remedial actions will be conducted. Investigation completed. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot e211 was reviewed. There were no non-conformances. This lot met all release requirements. Trends were reviewed for complaint category pressure dome membrane leak and no trend was detected for this category. This assessment is based on the information available at the time of the investigation. At the time of this report, the kit has not been received, hence evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. (B)(4). Device not received for investigation.

Event description:
Nurse reported blood leak around the system pressure dome, leading to blood over the pump deck, which was discovered at 218 ml of whole blood processed (wbp). There had been no alarms during the treatment and there was no alarm related to the leak. The treatment was interrupted without blood being returned to the patient. Patient was clinically stable with good blood pressure and heart rate (no values provided). He was of normal corpulence and nurse estimated he could tolerate the blood loss. Customer will return the kit for investigation.